Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing led to an inappropriate electric shock. Low amplitude was also noted. Troubleshooting options were discussed and recommended. Currently, this product remains in service and no adverse patient effects were reported.